Event description:
Resmed airmini CPAP (continuous positive airway pressure) caused major allergy type reaction when used. Has happened every time I have used during travel maybe 6 times over one and a half years, latest this last week. There is a forum on myapnea where many others have same situation. It has ruined all of my vacations. It is intended to be a travel unit. I use a resmed air sense 10 at home and have never had an issue. My travel has been in different climates and locations only common factor is the airmini. Please look at these other comments https://myapnea.org/forum/airmini-creates-allergic-reaction/2. I have had the same exact reaction each time. Days of misery trying all kinds of allergy medication but does not work. Device # 566.